Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The reporter claimed that the issue with the meter started at the beginning of (B)(6) 2015, when the patient obtained an alleged inaccurately high blood glucose result of ¿150 mg/dl¿ with the subject meter compared to ¿111 and 102 mg/dl¿ on a pharmacist¿s meter (model unknown), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster). The reporter indicated that after obtaining the alleged inaccurate result, the patient increased her medication and administered 6 units of an unspecified brand of insulin and 4 units of rapid acting insulin. (The reporter stated that this is the dose that the patient has been advised to take when her blood glucose level is high).the reporter claimed that after the start of the alleged issue, the patient developed symptoms of ¿not feeling well, shaking and feeling hungry¿ which required her to sit down. The reporter indicated that the patient self-treated her symptoms with food and/or drink. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the results. The patient¿s test strips were within expiry date but as the reporter did not have test strips available at the time of the call, it was not possible to establish if the test strip vial was cracked or broken. The reporter also did not have control solution available to test the meter and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurately high blood glucose reading on the subject meter, administered increased medication as a result of the high reading, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.